Manufacturer narrative:
The device was returned to Solventum for analysis. Based on the photo and video provided by the customer and testing of the returned device, a heat exchanger leak was confirmed. However, the root cause of the leak could not be determined. Possible causes of heat exchanger leaks include over-pressurization above 300mmHg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported a 3M¿ Ranger¿ Blood/Fluid Warming High Flow Set leaked. No injuries or medical interventions were required due to the alleged malfunction.